Event description:
A (B)(6) male underwent evar on (B)(6) 2009. The patient's anatomical form was suitable for endovascular repair, although a bit strong angulation was confirmed at the abdominal aorta to the right common iliac artery. The procedure was conducted as labeled. No endoleak was confirmed on final angiography. At the follow-up on (B)(6) 2009, an endoleak was confirmed from the ipsilateral graft overlap area, but the physician was unable to determine whether the endoleak was type I or type iii. The physician decided to take a wait-and-see approach, so additional treatment was not conducted. The patient did not require the prolongation of the hospitalization. Follow-up will be scheduled in 3 months. Physician commented,"I assume that the endoleak was either type I or type iii, but was unable to determine. The patient was relatively active after the procedure, so it might be something to do with the cause of the endoleak. Additional treatment would be considered at the follow-up which will be scheduled in 3 months. Patient outcome is unknown at this time.

Manufacturer narrative:
(B)(4). The development of the zenith device successfully completed all verification and validation activities showing the device meets the design requirements and that the design requirements meet the needs of the user. Each device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings, precautions, and the correct deployment procedure. Regarding endoleaks, the IFU lists important factors/warnings that, if followed, could reduce the likelihood of an endoleak occurring; anatomical criteria, vessel tortuosity, calcification, accurate placement of graft and proper ballooning sites within the stent graft. The device remains implanted, and no images were provided to assist in this investigation. The root cause for this event is unknown and there is no corroborating evidence at this time to consider the complaint confirmed. However, we have notified the appropriate individuals and we will continue to monitor for similar complaints.